Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there were no delays and no adverse consequences as a results of this event.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there were no delays and no adverse consequences as a results of this event.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.